Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot from the same account was identified.

Event description:
The account alleges that the catheter broke at the hub during a procedure in the heart. No patient injury was reported.